Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue of audio output inoperative. Analysis of device log shows that device went to not ready status on 4/14/19 due to speaker fail. Physical damage noted on bottom case and the internal shields, indicating that the device may have been dropped. Visual inspection of main pcba found that transistor q35 was damaged. Therefore the root cause of the reported issue was due to the user error. Device was archived by physio control.

Event description:
The third party service agent contacted physio control to report that their customer device had had no voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted physio control to report that their customer device had no voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no report of patient use associated with the reported event.